Event description:
During the l3 kyphoplasty procedure, the distal portion of the peak sheath from the omnicurve curved needle fractured and became embedded in the cement within the l3 vertebral body.